Manufacturer narrative:
Resolution and disposition: the customer reported that the data acquisition pcb to motor controller pcb cable kit was replaced to address the reported issue.

Manufacturer narrative:
Resolution and disposition: the customer reported the device was not returned to clinical use after refitting and checking the cable for a good connection. The customer is waiting for (B)(4) to be applied before returning the device to clinical use.

Manufacturer narrative:
No consequences or impact to patient. (B)(4).

Manufacturer narrative:
Patient information was requested, patient gender and age were provided. (B)(6).

Event description:
The customer reported the device alarmed, screen turned black and the ventilator stopped ventilating. This occurred during patient transport. The device was in spontaneous/timed mode at the time of the event. There was no patient harm.